Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position by right femoral vein where three devices were used. During the procedure, the implant catheter (ic) handle broke (the handle separated into two attached pieces, between the paddle knob and clasp sliders) while the device was in the right ventricle while lowering clasp. No excessive force was applied. After carefully pushing both pieces of the ic handle back together the implant could be opened/closed, and clasp were functional again (this was the only method to prevent surgery). The implant system was bailed out successfully and a new ace was implanted. There was no patient injury, and the patient was in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h3, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for unable to actuate clasps was confirmed with objective evidence based on evaluation of the returned device. The ic (implant catheter) back handle was returned separated from the ic distal handle section, specifically between the ic handle rotation knob and the sliders. The travel assembly tubes and slider hypotubes were exposed. X-ray imaging confirmed that the set screws in the ic back handle were backed out allowing the two halves to separate from each other. According to information provided by the edwards clinical specialist present at the site, this damage was observed during the procedure, while the device was in the right ventricle and the clasps were being lowered. No excessive force was reported. After carefully pushing both pieces of the ic handle back together, the implant could be opened and closed, and the clasps were functional again. During functional testing, the troubleshooting was replicated- manually pressing together both sections of the ic allowed the implant to fully elongate and clasps to actuate. A supplemental MDR is being submitted to correct the reportability of the event previously reported. Although a manufacturing defect was confirmed upon evaluation of the returned sample, and the investigation identified that an incorrect adhesive application process resulted in insufficient securement of the travel ring and travel rod- leading to inadequate attachment of the back handle to the distal handle- this malfunction does not pose a risk of serious injury. The issue can be readily resolved by reattaching the internal component (ic), ensuring continued safe use.